Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon retained in body [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort]. (Tampon) didn't have the cord or anything attached to it. Just a thread [device breakage]. Case narrative: consumer reported via phone that the tampon didn't have a cord and it took 25 minutes to remove. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on june 22, 2022. An investigation is in progress for returned product received on july 7, 2022.

Event description:
Tampon retained in body [foreign body in reproductive tract]. Uncomfortable - vagina, irritation [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort] . (Tampon) didn't have the cord or anything attached to it. Just a thread [device breakage] . Vaginal pain [vulvovaginal pain] . Pain- tampon [medical device site pain]. Case narrative: consumer reported via phone that the tampon didn't have a cord and it took 25 minutes to remove. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon retained in body [foreign body in reproductive tract]. Uncomfortable - vagina, irritation [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort]. (Tampon) didn't have the cord or anything attached to it. Just a thread [device breakage]. Vaginal pain [vulvovaginal pain]. Pain- tampon [medical device site pain]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via phone that the tampon didn't have a cord and it took 25 minutes to remove. No serious injury was reported.

Event description:
Tampon retained in body [foreign body in reproductive tract]. Uncomfortable - vagina, irritation [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort]. (Tampon) didn't have the cord or anything attached to it. Just a thread [device breakage]. Vaginal pain [vulvovaginal pain]. Pain- tampon [medical device site pain]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via phone that the tampon didn't have a cord and it took 25 minutes to remove. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.